Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported upon completion of the procedure, the operator decided to deploy a 6fr angio-seal on the patient. However, the operator found it difficult to deploy the device. After a few attempts, the operator decided to replace the device with a new unit. Hemostasis was successfully achieved with the second angio-seal, with no complication. Additional information was received on april 24, 2018. The procedure being performed was a femoral approach for angioplasty. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was not performed. There were no other devices or equipment used with the angio-seal.

Manufacturer narrative:
This report is submitted as follow up no. 1 to provide the completed investigation. One 6 fr angio-seal vip device was returned for evaluation. The hemostasis sheath, arteriotomy locator, carrier tube, guidewire and plastic tray were returned. No outward signs of damage or deformation were noted on the sheath and locator. The anchor on the carrier tube was exposed and some adjoining collagen was swollen. The bypass tube was neither returned separately nor was attached to the hub of the hemostasis sheath suggesting that he carrier tube was never mated properly with the hemostasis sheath. Some collagen was exposed and some deformation was visible on the carrier tube tip near the collagen. There is no evidence that this event was related to a device defect or malfunction. It is likely the cause of the issue experienced occurred due to premature and accidental removal of the bypass tube. The exact cause of the reported event cannot be definitively determined based on the available information.